Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cup cracked during neutralization. No patient injury occurred. The lens cup was requested by the manufacturer for evaluation, but it was not returned.